Manufacturer narrative:
The insulin pump had one button with intermittent response due to moisture damage on the keypad traces. The unit had a stripped battery cap coint slot (p), minor scratches on the lcd window, a cracked lcd window, cracked casing at a display window corner, broken battery tube threads, a cracked reservoir tube lip, cracked casing at a reservoir tube window corner, and a missing end cap sticker.

Event description:
The customer reported via phone call that his insulin pump had been broken for the past three days: the buttons were unresponsive, the battery compartment was falling apart, and the battery cap was stripped. The patient's blood glucose is unknown and he had been treating with manual insulin injections. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.